Event description:
The customer contact reported that the qep count was high on the mechanism reading. This did not indicate a reportable malfunction. The device mechanism was returned. The device mechanism was returned to the service center; however, during verification testing at the service center, using a test device, the pump alarmed with s321 (motor error) alarm malfunction.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.